Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced hypoglycemia, was lightheaded and could not stand up. The cgm was reading 187 mg/dl and the blood glucose reading was 45 mg/dl. The patient required the husband´s assistance for treatment. The patient was treated with a sugar-containing drink. Second measurement (5 minutes) were taken and the cgm was reading 289 mg/dl and the blood glucose reading was 59 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.